Event description:
It was reported that the patient received a call that the lead was out. Boston scientific technical services (ts) explained that it looks like the call is from a clinic. This lead remains in service. No adverse patient effects were reported.